Manufacturer narrative:
The device has not been returned for evaluation. The root cause is unable to be determined at this time. If any additional information is provided, a supplemental report will be submitted.

Event description:
Information was received that the rod failed to distract. No patient adverse event was reported.

Event description:
No additional information was provided.

Manufacturer narrative:
Device evaluation: upon receipt of the returned product score marks consistent with incremental distraction on the distraction rod. The distraction rod was able to be lengthened by hand which indicated a broken locking pin. X-ray images of the internal components and sectioning the rod confirmed the locking pin was broken. Sectioning the rod additionally revealed corrosion around the looking pin. As a result of the locking pin breakage, there is nothing constraining the axial motion of the distraction rod within the housing tube; this is usually known as "pistoning" which confirmed the reported failure. The root cause is likely due to corrosion and bending stresses. A CAPA was completed in which a new pin was implemented with 65 percent improved strength and significantly improved corrosion resistance. Device history records (DHR) review revealed that this unit was built prior to the release of the new pin. Device records review: a review of the device history records (DHR) confirmed the unit met all of the required inspections and specifications prior to release.